Event description:
It was reported the device was depleting faster than expected. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. The device is part of the advisory for this model. Evaluation summary: (B) (4) performance data collected from the device indicates the battery voltage was 2.89v after approximately 29 months of implant. Analysis found a high current drain condition. Electrical analysis revealed the cause of the high current drain to be current leakage in the battery filter capacitors.

Event description:
It was reported the device was depleting faster than expected. The device will be explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction.